Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a procedure. The procedure was completed as planned as the issue did not affect the system usage. It was reported to philips that system suddenly shut down and failed to power on. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system was unable to produce x-rays. The rse also found a possible failure in the longitudinal movement of the arc and observed warnings related to electrical arcing on the rx tube and requested onsite support. The philips field service engineer (fse) checked the system onsite and found a failure in the arc's longitudinal movement and observed warnings related to electrical arcing on the rx tube. To resolve the issue fse cleaned the rail, performed a longitudinal movement calibration, rx tube¿s high-voltage connectors were inspected and cleaned, and tube conditioning and adaptation procedures were successfully carried out. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete as planned on same system. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.